Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the air water nozzle but the specific material could not be identified. The nozzle was not reported to have been deformed or broken. Additionally, there were no reported deviations from the instructions for use (IFU). The user inspected the air/water flow function before procedure, reprocessed the device in accordance with the IFU, used an air water channel cleaning adapter when feeding air/water, and performed pre-cleaning immediately after the device was used for procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the foreign material could not be removed from the nozzle. In addition, service found the insertion section was wrinkled, the objective lens was defective, the light guide lens was defective, and the switch button #1 was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the nozzle was clogged. The reported issue was observed while reprocessing the subject device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the foreign material.